Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and noted the iabp was sent to the biomed without the cables. The stm obtained the cables and evaluated the iabp but was unable to duplicate the reported issue; however, observed the reported issue in the log files. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "gas loss" alarm. There was no patient harm and no adverse event was reported.